Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that issue caused due to software. A technical support specialist, confirmed that issue resolved by rebooting the station. The system functioned as intended after the customer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system machine is displaying a blank screen. The customer stated that the there was an alternative machine available for dispensing the medication. There were no adverse events or injuries reported based on this incident.